Event description:
During a ptca procedure, the quantum maverick monorail catheter balloon ruptured at 18 atm on the initial inflation. The lesion being treated was a 99% stenotic lesion in the rpoximal right coronary artery (rca). All concomitant using products were unk. The procedure was successfully completed with this device. No pt injuries or complications were reported. Ot status is reported as 'good'.